Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
It was reported by our distributor in (B)(6) that during the procedure when the sample was taken by the customer it is supposed to go to cartridge but it didn't happen and sample went into the canister. No patient complications.